Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not pass functional tests, gave multiple errors. Customer did not mention which errors. Per follow up information received via email on 11apr2023, fluid delivery line was replaced. Date of event occurred was (B)(6) 2023. Patient was involved but no identifiers. No patient impacts. Therapy was continued on a different device. Per sample evaluation results received on 11apr2023, fluid delivery line replaced due to air in device. After replacing the fluid delivery line no more air into the shunt.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is air leaks in fluid delivery line. The device was evaluated upon receipt. It was confirmed that there were air leaks in fluid delivery line. The fluid delivery line was replaced. The device underwent and passed testing after all repairs. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not pass functional tests, gave multiple errors. Customer did not mention which errors. Per follow up information received via email on 11apr2023, fluid delivery line was replaced. Date of event occurred was 08mar2023. Patient was involved but no identifiers. No patient impacts. Therapy was continued on a different device. Per sample evaluation results received on (B)(6) 2023, fluid delivery line replaced due to air in device. After replacing the fluid delivery line no more air into the shunt.